Event description:
The customer reported via phone call that her blood glucose level dropped from 70 mg/dl to 20 mg/dl. She gave herself an insulin shot the night before and that brought her blood glucose level in the 300 mg/dl to 400 mg/dl range. The customer changed her infusion set, filled the reservoir with 1.8 ml of insulin, and the insulin pump delivered 100 units of insulin. The customer believed the insulin pump had a delivery anomaly. The insulin pump was over delivering. She programmed a larger fixed prime amount than what was required to fill the cannula. The customer did not bolus on the day of the event. The customer was not using her insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.